Event description:
It was reported that the patient presented remotely via merlin.net and reported feeling their heart "bouncing". It was noted that backup vvi determined to be due to event queue overflow was observed on the implantable cardioverter defibrillator (ICD). Backup pacing support was available. A device download/restoration was successful. The patient was stable throughout.